Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 497 mg/dl. Customer¿s current blood glucose is 195 mg/dl. The customer was treated with insulin pump. Customer also states that drive support cap also damaged. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.